Event description:
Boston scientific received information that this left ventricular lead was dislodged, as a result, a revision procedure was perfromed to replace the lead. The lead was sucessfully removed and another lead implanted in another vessel. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.